Event description:
An ercp and sphincterotomy was performed for choledocholithiasis. Following a balloon stone extraction was performed, however, unsuccessful. A double lumen soft wire basket was inserted to capture the stone. The basket impacted in the distal common bile duct and was unable to be withdrawn into the duodenum. A potential complication included in the instructions for use advise that surgical intervention may be required if impaction occurs. Mechanical lithotripsy (which is not recommended with this type of basket) was attempted; however, the basket broke. Several removal attempts of the stone and basket were unsuccessful. Subsequently, the pt was taken to surgery where the basket and stone successfully removed. The pt is reported to be in satisfactory condition. The lithotriptor instructions for use cautions of basket wire breakage if the stone cannot be fractured thus requiring surgical intervention.